Event description:
The customer reported receiving incomplete differential (diff) results on controls run on a coulter ac·t 5diff autoloader (al) hemalogy analyzer. There were no error messages reported by the customer during the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed the instrument generated incomplete diff results. The fse found restricted sheath flow to the flowcell, causing the issue. The fse cleaned the flowcell and flushed associated tubing, resolving the issue. The repairs were verified per established service procedures. (B)(4).